Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during a shoulder procedure, the black coating on the shaft made contact with the spinal needle which caused the coating to come off.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the reported condition was confirmed. The returned unit presented a broken heat shrink (insulator). The inspection of the reported unit showed tear insulation. The outer lumen area near the insulation and the probe's ceramic presents a marks. Probable root cause: use error - device came in contact with another device which caused coating to come off. (B)(4).

Event description:
It was reported that during a shoulder procedure, the black coating on the shaft made contact with the spinal needle which caused the coating to come off.